Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was mildly calcified, moderately tortuous and 80% stenosed. Pre dilatation was performed and the xience xpedition stent implanted. After post-dilatation a proximal edge dissection was observed. Another xience xpedition was implanted as treatment. There was no adverse patient sequela. No additional information was provided.